Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the drawer failed due to component. The field service engineer powered down the station, examined the rear of the drawer, and replaced the controller board after the problem persisted after engineer switched cubie trays. The station was then restarted to address the issue. The system functioned as intended after the field service engineer serviced the device. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.